Event description:
Meter name: one touch basic original. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown to caller (nurse). A pt reported they were unable to test, not able to keep track of their blood glucose readings and giving a "blind" shot of insulin. Their meter allegedly would only prompt redo check. The result on their meter was: result unknown, unable to test. The result on the nurse"s meter was: result unknown. Caller reports a blood glucose result of 215 mf/dl, but is is unknown as to whether it was a reading from the customer's meter or the nurses meter. No comparisons repored. Treatment was: none reported. No further info has been reported.